Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced discomfort in the device area when laying down and felt the device was "too bulky". Surgical intervention was undertaken and this device was explanted and replaced with a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.